Event description:
It was reported that the insulin pump has an unresponsive screen display. The blood glucose reading was over 147 mg/dl. No significant events leading to the alarm were observed. Customer states the display did not return even after receiving replacement battery cap and new batteries . Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.